Event description:
Patient admitted to hospital for removal and replacement of mcghan saline breast implants. Original saline breast implants were placed in 1997. Patient was involved in a motor vehicle accident in 2003 where upon the air bag was activated and impacted their chest and breasts. During surgery it was found that the breast implants were intact although serious fluid and old blood caused a close periprosthetic capsulotomy as a result of the motor vehicle accident. The patient has the removed breast implants in their possession.